Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that a broken cubie piece was obstructing the insertion of a new cubie. A field service engineer (fse) removed the broken cubie piece, addressed read/write errors by reseating the row board cable at the rear, and replaced the retractor band. Post-repair, the drawer was restored to normal operation. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer had failed due to a broken spring. The drawer was removed, but it could not be reinserted, and the system did not recognize that the drug. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.